Event description:
During the stimulation trial, one of the pt's two leads became infected and was removed; it was unclear which lead became infected. On other pt symptoms were reported. There were no permanent issues with the pt.